Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient anatomy and caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent came off prior to use. No further information could be obtained about the details leading up to the stent dislodgement. The device was not used on the patient. No additional event or patient information is available.